Manufacturer narrative:
Concomitant product: product ID: 3889-28, lot# v565966, implanted: (B)(6) 2011, product type: lead.

Event description:
Information received from the healthcare provider (hcp) for a clinical study, via a manufacturing representative (rep), reported all impedances associated with contact 3 were showing >4000 ohms even when parameters were increased. The patient was getting great results from the therapy thus far. Reprogramming was set so that electrode 3 was not utilized. It was noted the implantable neurostimulator (ins) was being replaced due to normal battery depletion. Electrode 3 was noted as out of range (oor) across all bipolar combinations during pre-operative and intraoperative interrogations. The rep was going to discuss with the hcp if they were considering replacing the lead. Indication for use included urinary dysfunction. The event was ongoing. Additional information received from the hcp for a clinical study reported the lead was revised on (B)(6) 2016. See manufacturing report #6000153-2016-00608.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.